Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal end of the grasper broke during use. The jaws of the device were retrieved under direct visualization by the surgeon. According to the report an x-ray was taken to confirm that no fragments were left in the patient, and the x-ray was reportedly negative for foreign bodies. Short procedural delay associated with taking the x-ray was reported. It was reported that there was no patient injury associated with the alleged event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Three requests were made for the return of the device without any response. Should the device be received, the complaint will be reopened. (B)(4).